Event description:
It was reported that during peritoneal dialysis (pd) therapy with the homechoice (hc)device, the home patient (hp) had air in the patient line. There was nothing found during troubleshooting that would cause or contribute to the air. The technical service representative instructed the hp to start over with new supplies. There was no patient injury or medical intervention. No additional information is available

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.